Event description:
It was reported that caller experienced cartridge alarm 6 on pump on (B)(6) 2026 while pump was operating within expected altitude range. There was no adverse impact to the customer¿s blood glucose level. Caller was instructed to load new cartridge from lot 60690133, alarm did not recur, pump resumed normal operation, and caller resumed insulin delivery, with original cartridge not available for return.